Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 50 mg/dl. Cause of bg level was unknown. Customer treated bg prior to arriving at the ER via consumption of carbohydrates. Customer did not receive additional treatment at the ER; customer was only observed. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage.